Event description:
A ventilator was returned to the manufacturer's service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device's external flow sensor was observed. The external flow sensor needs replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's machine flow sensor was replaced to address a malfunction. The coding for this issue was reported incorrectly. The coding has been adjusted in section h6.